Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: 5 blocked needles for the week on (B)(4) 2023. Unable to advance plunger on vaccine during preparation of vaccine. Needle removed, and needle with different lot number used. No pictures available. Issue not visible.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2040124 d4. Medical device expiration date: 31.jan2027. H4. Device manufacture date: 09feb2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: 5 blocked needles for the week of january 17, 2023. Unable to advance plunger on vaccine during preparation of vaccine. Needle removed, and needle with different lot number used. No pictures available. Issue not visible.